Event description:
Patient was treated with compound w freeze offs early in 2005 and due to misapplication of the product sustained a third degree burn on leg. The patient's family member reports that the applicator was placed on the wart and the dispensing valve was pressed.